Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an attendee at a conference that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented with an infection. The s-ICD system was explanted and later a new s-ICD system was implanted successfully. No additional adverse patient effects were reported. No specific details were made available during the conference, so the device model and serial number was unknown, as well as the hospital where the event occurred and the name of the physician that treated this patient.